Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and the excessive no delivery test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. Unit was programmed with several boluses and monitored. The unit calculated the additional bolus deliveries and were verified in the daily total screen. Unit then was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No daily total anomaly, basal anomaly or bolus anomaly noted. Unit had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at around 3pm for a high blood glucose level of 551mg/dl and diabetic ketoacidosis. The customer was assisted with assisted with trouble shooting but was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.